Event description:
A surgeon reported that during vitrectomy surgery, when she tried to withdraw the vitreotome and trocar simultaneously, and this movement produced a small peripheral tear. There was a delay of approximately 30 minutes while another trocar was found. Only the trocar had to be changed and the surgery was completed during the same surgical procedure. In the surgeon's opinion, the tear was small and peripheral. When the surgery was finished, the pt was absolutely fine. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).